Manufacturer narrative:
A1 - patient identifier: clinical patient ID 0322gelg130 a2 - age at time of event: the patient was 75 years old at the time of study enrollment. D4, h4: upn and lot number are unknown; therefore, the manufacture date and expiration date are unknown.

Event description:
S2444 elegance clinical trial. It was reported that the sterling pta balloon used during the index procedure caused a flow-limiting dissection in the left mid superficial femoral artery (sfa) and distal sfa, which resulted in additional stents being implanted. On october 25, 2022, the subject underwent treatment with two ranger drug-coated balloons and an eluvia drug-eluting stent as a part of the elegance clinical trial. The target lesion was in the left proximal sfa, left mid sfa, left distal sfa, left proximal popliteal artery, left mid popliteal artery, and left distal popliteal artery. The target lesion had a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm, with a lesion length of 470 mm. The lesion was reported to be 100 percent stenosed and was classified as a tasc ii d lesion. Prior to target lesion treatment with the study devices, an atherectomy was performed using a non-bsc atherectomy device followed by pre-dilation using three non-bsc balloons. Treatment of the target lesion was performed by using two 5 mm x 200 mm ranger drug-coated balloons and a 6 mm x 120 mm eluvia drug-eluting stent. The target lesion was post-dilated using a 5 mm x 100 mm sterling pta balloon. Final residual stenosis was noted to be 20 percent. The subject was discharged the following day on aspirin and clopidogrel. On january 13, 2023, 80 days post index procedure, an occlusion was noted in the left proximal sfa, mid sfa, distal sfa, mid popliteal artery and distal popliteal artery. The occlusion was treated using a non-bsc intravascular lithotripsy balloon and a non-bsc paclitaxel drug coated balloon as definitive therapy followed by the placement of non-bsc stent and an unspecified nitinol self-expanding stent. Post treatment, the final residual stenosis was noted to be 20%. During the procedure of target lesion revascularization, residual stenosis of greater than 50% and flow-limiting dissection were noted in the left mid sfa and distal sfa. In response, two non-bsc self-expanding stents were successfully implanted. The event was considered resolved the same day. On january 16, 2023, the subject was discharged from the hospital. On march 28, 2023, it was reported that the flow-limiting dissection noted on january 13, 2023, was attributed to the sterling pta balloon.

Event description:
It was reported via study that the sterling pta balloon used during the index procedure caused a flow-limiting dissection in the left mid superficial femoral artery (sfa) and distal sfa, which result ed in additional stents being implanted. On (B)(6) 2022, the subject underwent treatment with two ranger drug-coated balloons and an eluvia drug-eluting stent as a part of the elegance clinical trial. The target lesion was in the left proximal sfa, left mid sfa, left distal sfa, left proximal popliteal artery, left mid popliteal artery, and left distal popliteal artery. The target lesion had a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm; with a lesion length of 470 mm. The lesion was reported to be 100 percent stenosed and was classified as a tasc ii d lesion. Prior to target lesion treatment with the study devices, an atherectomy was performed using a non-bsc atherectomy device followed by pre-dilation using three non-bsc balloons. Treatment of the target lesion was performed by using two 5 mm x 200 mm ranger drug-coated balloons and a 6 mm x 120 mm eluvia drug-eluting stent. The target lesion was post-dilated using a 5 mm x 100 mm sterling pta balloon. Final residual stenosis was noted to be 20 percent. The subject was discharged the following day on aspirin and clopidogrel. On (B)(6) 2023, 80 days post index procedure, an occlusion was noted in the left proximal sfa, mid sfa, distal sfa, mid popliteal artery and distal popliteal artery. The occlusion was treated using a non-bsc intravascular lithotripsy balloon and a non-bsc paclitaxel drug coated balloon as definitive therapy followed by the placement of non-bsc stent and an unspecified nitinol self-expanding stent. Post treatment, the final residual stenosis was noted to be 20%. During the procedure of target lesion revascularization, residual stenosis of greater than 50% and flow-limiting dissection were noted in the left mid sfa and distal sfa. In response, two non-bsc self-expanding stents were successfully implanted. The event was considered resolved the same day. On (B)(6) 2023, the subject was discharged from the hospital. On march 28, 2023, it was reported that the flow-limiting dissection noted on (B)(6) 2023, was attributed to the sterling pta balloon. It was further reported that the dissection attributed to the sterling balloon occurred during the procedure on (B)(6) 2023, not during the index procedure.

Manufacturer narrative:
A2 - age at time of event: the patient was 75 years old at the time of study enrollment. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Updated fields: b3 - date of event, b5 - describe event or problem, g1 - MFR contact first name, MFR contact last name.